Manufacturer narrative:
Investigation summary: "material #: 368838. Lot/batch #: 3332126. Bd received 3 samples and 2 photos for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for foreign matter was observed. The foreign matter is embedded in the non-patient shields. Embedded foreign matter is a cosmetic defect with no impact on the efficacy of the needle. Additionally, 50 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode embedded foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that prior to use of the bd vacutainer eclipse signal blood collection needle, there was foreign matter observed on the non-patient shield of one syringe. There were no health impact or consequences reported.